Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected system was in clinical use for a cardiac arrhythmia planned treatment/non-emergency treatment. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log files showed collimator, geometry, image processor, image detector, miscio, sequencer, ui devices and x-ray generator errors and warning at startup, multiple software units running on the host pc cannot connect to their hardware devices. Fse found the issue was with the failed rear panel power supply in the m cabinet. Fse replaced the rear power supply, configured and tested. After replacement system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the allura xper fd10 system was not booting up in the morning and would not tun on at all. No harm has been reported to philips. A philips field service engineer (fse) inspected the system and found a problem with m cabinet power supply. The fse replaced the rear panel, configured and tested to return the device back to functionality. Philips has continue to investigation of the complaint.